Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned for inspection and the event was confirmed. Investigation of the complained device revealed that the weld attaching the knurled knob to the connecting screw has broken. Macroscopic signs of pitting on the knurled knob indicate the spreader was subjected to mechanical strain which caused the welded seam to fail. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances and we have to assume that mechanical strain was applied to the device and caused the breakage. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. We assume that the complaint condition is due to mechanical strain applied to the device which caused the breakage and therefore user error contributed to the event.

Event description:
It was reported that the knob of the connection screw fell off. The instrument had only just been repaired by synthes and fell apart during the first use. The end of the inner shaft came apart. No further information was provided. This is report 1 of 1 for complaint (B)(4).